Event description:
A customer reported that during a vitrectomy procedure, a steady stream of champagne bubbles were noted coming out of the cannula. Add'l info was received from the customer indicating the event was not related to the system, but rather to a particular scrub nurse, as this issue has only occurred with that person.

Manufacturer narrative:
The customer did not retain a sample for this complaint report; functional testing could not be conducted. The report of air bubbles in the infusion line could not be replicated; it is not known what caused the air bubbles. The customer's complaint history was reviewed for the period of (B)(4); this is the only complaint reported for this issue. As the customer did not retain the finished goods lot number, DHR and lot history could not be reviewed. The root cause could not be determined. (B)(4).